Manufacturer narrative:
(B)(4). Device passed selftest and displacement test. Pump error alarm (variable 3) confirmed in the device history due to broken pin 1 trace (vdd) on u1 keypad assembly. Device received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm for the third time during self test. The customer's blood glucose level was 170 mg/dl. The customer reported that they cleared and finished the alarm. The insulin pump will be returned for analysis.